Manufacturer narrative:
Follow-up #1, date of submission 09/26/2013 device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2013 with the following findings: investigation revealed that there were no tears or peeling in the keypad observed. The keypad symbols were worn. All keypad buttons responded properly when tested. Unrelated to the initial complaint, the keypad was removed and contamination under all button contacts was observed. Moisture was observed behind the display lens. A leak test was performed and a leak was observed due to a cracked pump case. The pump case was opened and moisture throughout the inside of the pump case was observed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the light button has to be pressed hard for it to work. This issue was observed a couple of weeks ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.